Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has a high sensitivity to insulin. The customer's blood glucose levels, in a span of 30 minutes, increased to 200 mg/dl after the insulin pump went into threshold suspend. The product was not returned. Nothing further to report.